Manufacturer narrative:
(B)(4). (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2002, the patient underwent: left heart catheterization, selective angiography, and left ventriculography. Conclusion: normal coronaries. No left ventricular systolic function. False positive stress test and known cardiac chest pain. On (B)(6) 2008, the patient presented with pre-op diagnosis: spinal stenosis: the patient underwent: anterior fusion of the intervertebral disk space at l4-5. Exploration of disk space at l5-s1. As per op notes, at first l4-l5 disk space was confirmed through x-rays. At this location, there was quite a lot of inflammatory tissue and sclerotic scar over the anterior aspect of this disk. During mobilization of the mid to the right of the disk, there was noted to be a rant in the common iliac vein which was densely adherent to the anterior disk space because of the previous scar tissue. This was repaired with a horizontal mattress suture of 5-0 tied over pledgets. After this was dry diskectomy was performed and bone graft placement was done at l4-5 level. The exploration of disk space at l5-s1 was thought to be unnecessary, and the procedure was terminated. The patient tolerated the procedure well. On (B)(6) 2008, the patient presented with pre-op diagnosis: spinal stenosis, l4-5 and l2-3. Previous posterior stenosis. The patient underwent: complete anterior lumbar diskectomy and fusion with femoral ring prosthesis l4-5, exploration of fusion at l5-s1. Bilateral l4-5 hemi laminectomy, right side l2-3 laminectomy. Posterolateral instrumented fusion l3 to s1 with use of hews and bone marrow aspirate, use of pedicle screw monitor. As per op notes, an anterior annulotomy was made at l4-5. Forteen (14) mm femoral ring prosthesis was thawed, filled with bmp, impacted and countersunk at l4-5. At l5 and s1 evidence of previous holes in the pedicles indicating previous instrumentation at these levels. Ten ml of bone marrow was aspirated from the left iliac crest and placed over the sponges. A decompression was performed at the l4-5 level, performing a large circumferential fusion at l4-5. There was a small rent, partial thickness dural rent, which was repaired with a 6-0 suture. Then additional laminectomy was performed on the right side at l2-3. Screws were then placed in each pedicle at l3, l5 and s1. A pre bent lordotic rod was then placed in the heads of the screws and the top tightening caps were placed. The posterior construct was compressed. X-rays obtained were satisfactory. The patient returned to the recovery room in satisfactory condition. On (B)(6) 2009, the patient presented with pre-op diagnosis: nuclear sclerotic cataract, left eye. The patient underwent: phacoemulsification with intraocular lens placement, left eye. There were no patient complications. Patient alleges unspecified injury due to the use of rhbmp-2.